Event description:
The customer reported to olympus that when using the evis exera iii bronchovideoscope during a procedure, they were unable to pass a 4.8 mm bronchoscope through a 6.0 mm endotracheal tube (ett). The patient had a y adapter inline suction in place. When the scope was unable to be passed, the y adapter was removed and a standard 6.0 ett adapter was placed at the end of the tube. A smaller scope was used to proceed with the procedure. When later testing the a new 6.0 ett with a 4.8 scope, resistance occurred and the scope did not make it past the top half of the ett. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The customer indicated they would like to replace the device. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, since the device was not returned for evaluation, the root cause of the reported event could not be determined. This supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Also, information has been added to d8 and h4. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer.

Event description:
Olympus received further information from the customer indicating that there was nothing wrong with the scope other than the increased diameter. The therapeutic bedside bronchoscopy lasted for approximately 20 minutes and was prolonged by about 15 minutes to replace the scope with a smaller diameter. Due to the use of the smaller scope, there was a smaller channel leading to a longer time in the airway to clear plugs and thick secretions. However, there were no adverse patient effects as the patient was properly oxygenated and given time to recuperate. The patient has a medically complex history with recurrent infections from posterior spinal fusion hardware and mucus plugging. Thus, due to their pre-existing condition, the patient required serial bronchoscopies. The patient received a tracheostomy tube and was transitioned to outside facility. There was no harm or user injury reported due to the event.